Event description:
A customer contacted baxter's technical service center to report a check heater line alarm on the homechoice (hc) during fill. The homepatient (hp) stated she disconnected the heater line from the heater bag. The technical service representative (tsr) suggested to start over with new supplies and assisted the hp with ending therapy. Follow up with the patient revealed the hp had air in the patient line. She had discarded the supplies and did not know the lot number, nor did she have a companion sample. The hp confirmed there was no injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for check heater line was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Not enough data was available within the complaint information to identify root cause. This review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.